Manufacturer narrative:
The reported event of inadequate high voltage output was not confirmed. As received, a complete lead was retuned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2022-08002. It was reported that the patient presented in clinic. Defibrillation threshold (dft) testing was performed. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was unable convert the dft. The physician elected to explant the ICD and rv lead and implant a new system on the other side of the patient. The patient condition was stable before, during, and afterwards.